Event description:
It was reported that the patient had a tibia-fibula fracture in (B)(6) 2014. The patient was treated with a medial distal tibia plate and a 1/3 tubular plate on the fibula. The patient re-presented with fibrous non-union and broken implant hardware. The medial distal tibial plate broke along with one 3.5 mm locking screw and one 3.5 mm cortex screw. It was noted that there was no screw at the site where the plate broke. On (B)(6) 2014, the patient underwent a revision procedure with a tibial nail insertion and bone grafting. The broken devices and fragments were removed. A surgical delay of 15 minutes was reported. The patient status was reported as okay. This report is one unknown 3.5mm locking screw. This report is 4 of 5 for (B)(4).

Manufacturer narrative:
Patient initials are pm. Patient¿s exact weight is (B)(4). Unknown - date of post-operative device break is unknown. This report is one unknown 3.5mm locking screw. Device was implanted on an unknown day in (B)(6) 2014. Patient underwent a revision procedure on (B)(6) 2014, but it is unknown if the entire original implant was explanted. It is unknown if the device will be returned to the manufacturer for review/investigation. Unknown as no part or lot numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.